Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, white particles and an opening. A leak test was performed and found an opening on the posterior, radius and anterior. A microscopic analysis was performed which identified a crease smooth opening on the posterior and punctured in the anterior and the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on posterior due to a fold flaw opening, and two puncture opening on anterior/posterior due to surgical damage like.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.